Event description:
Customer reported auto focus failing.

Manufacturer narrative:
Iq200 urine microscopy reported false negative results for patient samples due to clogging of the pbv valve from a previous viscous body fluid sample. The result has moderate blood on chemistry but no red cells on microscopy. There were no reports of change to patient management or missed diagnosis. Fse found out that since customer had run a very viscous body fluid through the instrument, the pbv valve had clogged. Fse replaced the pbv. System was operational.